Event description:
A report was received that a patient was experiencing intermittent stimulation. An x-ray revealed that the patient's lead was fractured. The patient had previously fallen (non device related) which could have attributed to the lead fracture. During the revision procedure, the physician chose to explant the precision system and replace it with a new system. The patient is reportedly doing well.

Event description:
A report was received that a patient was experiencing intermittent stimulation. An x-ray revealed that the patient's lead was fractured. The patient had previously fallen (non device related) which could have attributed to the lead fracture. During the revision procedure, the physician chose to explant the precision system and replace it with a new system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was kept by the medical facility. Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. Ipg stimulation amplitude and timing were monitored and no intermittent anomalies were noted in the output. The ipg exhibits normal device characteristics. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110 (B)(4) description:implantable pulse generator (ipg).